Event description:
Patient transferred from outside hospital for cardiac surgery work-up. He had been admitted to that hospital for hypertension (htn) and dizziness. Has known history of congestive heart failure (chf), decreased ejection fraction (ef), and developed renal insufficiency during hospitalization; also appears he was suffering from alcohol withdrawal. At the referring hospital, CT showed 3.7 cm abdominal aortic aneurism (aaa). Patient was on heparin drip for abdominal compartment syndrome (acs). Patient taken to or for CABG x2 on and balloon pump initiated in or. Balloon pump was discontinued. Patient lost pulses in right foot and was sent for a CT angiogram of the abdomen and pelvis. Pt was also clinically decompensating at this time and had worsening lactic acidosis. CT showed celiac occlusion with significant arterial compromise of the liver and small bowel and a thrombus in the aorta. Patient was taken to the or by general and vascular surgery services. In the or, significant bowel, gallbladder, and spleen necrosis was determined to be non-salvagable. Patient's family was consulted and surgery was halted. The patient was made comfortable and returned to the ICU where he expired 11 days from the work-up. This is the third patient reported from our facility that experienced clotting/thrombi after the insertion of a balloon pump during a one week period. Arrow was called. They are cooperating with our investigation. We are engaging a third party for a full product evaluation and we will share the results with arrow. We have pulled all arrow iabp catheters and are now using another product until we can determine if the product was the cause of the clotting events in these three patients.